Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported the tank is leaking. There was no additional information provided.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked enclosure and tank cover, a bent micro switch, faded line cord, outdated printed circuit board (pcb) and power switch. Functional testing found the device was leaking from the crack by the drain tube fitting. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. The root cause of the reported issue was found to be wear and tear caused by use of the drain tube.

Manufacturer narrative:
Corrected data: event date updated. No patient involvement.